Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. Around february (exact date not recalled), the patient experienced a loss of consciousness. He reported having no warning symptoms prior to the event and was unable to remember his most recent continuous glucose monitor (cgm) reading before passing out. The patient stated that he lost consciousness while sitting in his truck in the underground parking area of his apartment building. He was later discovered by another individual in the building, who contacted emergency services. The patient estimated that he had been unconscious for approximately one to two hours before paramedics arrived and transported him to the hospital. According to the patient, his dexcom cgm had been providing inaccurate readings leading up to the incident. He reported that the sensor was displaying low glucose values, while finger-stick measurements taken around the same time showed significantly higher readings. He could not recall the specific glucose values at the time of the event but emphasized that the cgm had been inaccurate prior to his loss of consciousness. Upon arrival at the hospital, the patient was admitted and transferred to the ICU, where he remained for approximately 18 days. During his hospital stay, he received intravenous fluids, insulin injections, and respiratory support. At the time of the call, the patient stated that he had been hospitalized for a total of 26-28 days and remained admitted for continued glucose monitoring and stabilization. He was unable to recall any specific cgm or finger-stick values recorded during the incident. The patient reported that he was expected to be discharged on (B)(6) 2026. At the time of the call, he stated that he was feeling better overall, though he continued to experience mild dizziness. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.